Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coiling interventional procedure using a 7f sheath. Reportedly, during knot advancement with the suture trimmer the blue rail suture was pulled, and a suture break occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, dimensional analysis was performed on the returned device. The insufficient information reported was confirmed as a mal position of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The formed knot indicates the difficulty was a mal position of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1562 removed.

Event description:
Subsequent to the initially filed MDR report, the following information was received: reportedly, an unspecified failure occurred with the prostyle device. No additional information was provided.